Manufacturer narrative:
D4. UDI has been corrected.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided: "cause of death was natural causes due to heart failure. The pump is not available for return nor are data logs."

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of renal insufficiency and dialysis. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The registered nurse called in with bleeding at the insertion site, having changed the dressing several times. The physician ordered a femstop to control the bleeding. One unit of blood product was given. Subsequently, the patient expired on support. Bleeding may be associated with access-site complications, anticoagulation requirements, and critical illness during impella support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the bleeding at the access site was not determined due to insufficient clinical details.